Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6)2020. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. It is also alleged that patient underwent removal of hernia mesh on or about (B)(6)2021. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. It is also alleged that patient underwent removal of hernia mesh on or about (B)(6) 2021. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2020 - patient was diagnosed with right inguinal hernia and umbilical hernia thereby underwent open repair with implant of 3dmax mesh. Per operative notes, ¿a 3dmax mesh was placed and sutured.¿ (note: op notes were not legible.) (B)(6) 2021 -patient was diagnosed with incarcerated recurrent right inguinal hernia, small incisional hernia thereby underwent robotic laparoscopic repair with explant of 3dmax mesh and implant of synthetic mesh. Per operative notes, ¿the previous 3dmax mesh was noted to be folded and removed. Scar tissue was noted. A synthetic mesh was placed and sutured.¿